Manufacturer narrative:
Block h6: medical device code a15 captures the reportable issue of during the procedure, the tip of the clip was broken. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the gastric intestinal (gi) during an endoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was tried to be placed onto tissue; however, the tip of the clip was broken. The device was removed, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the gastric intestinal (gi) during an endoscopy procedure performed on (B)(6), 2021. During the procedure, the clip was tried to be placed onto tissue; however, the tip of the clip was broken. The device was removed, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable issue of during the procedure, the tip of the clip was broken. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Additionally, the device was returned with the outer sheath. Microscope evaluation was performed, it was noticed that the bushing had one hit, probably due to the interaction between the clip assembly and the bushing. Dimensional analysis was performed on the bushing outer diameter and it was noted to be within specification. A dimensional analysis was performed between the hooks of the bushing, and both sides were confirmed to be within specification. Further analysis was performed on the bushing tabs, and both side had similar specification. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Additional information: block e1 (initial reporter address 1, initial reporter city, initial reporter zip/post code)

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the gastric intestinal (gi) during an endoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was tried to be placed onto tissue; however, the tip of the clip was broken. The device was removed, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.